Event description:
It was reported that the patient came to the hospital to get the device checked, the pulse generator could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.